Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrs0172 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leaks were found at the connector during routine catheter flushing at the next day following the needle replacement for the port involved. This made it impossible to perform normal infusion treatment.